Event description:
Damage was reported to the pump housing and usb port, impacting the ability to charge the pump, though the pump had not shut down. There was no information provided about the customer's blood glucose level at the time of the event. The customer was informed that a replacement pump would be needed, and tandem technical support arranged for a new pump to be sent, confirmed the shipping address, provided storage mode instructions for transport, and instructed the customer to return the damaged pump using a pre-paid label and return box.